Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that replaced the uninterruptible power supply (ups) and the battery. The system then passed the system checkout and was found to be fully functional. Both the ups and the battery were returned to the manufacturer for analysis. Analysis found no fault with either the ups or the battery. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the system shut down after the case began following instrument verification but before an image was acquired with the imaging system. The system was booted back up and the procedure continued without further issue. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.